Event description:
Meter name: ot basic. Strip name: one touch. Meter code: 8. Strip code: 8. Strip storage: unknown, but in good condition. Symptoms: none. A pt reported they obtained inaccurate low readings. Their meter allegedly was inaccurately low. The result on their meter was 45 and 75 mg/dl. Pt compared readings to normal feelings. Treatment unknown. No further info has been reported.